Event description:
The device was used during a radiofrequency ablation. Reportedly components from the instrument disengaged into the pt's cavity. At this time no add'l info was available.

Manufacturer narrative:
6/23/2005 - initial report sent to the FDA.